Event description:
When performing a colon resection, the staple cartridge ordered did not fit the staple. Applicator. No pt harm. Labelling needs to be improved, so there are correct staples available for pt care and safety.